Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connect to the machine at the time of the incident. There were no parts replaced on the device by the tech at this time and the machine was returned to service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred at the end of treatment. The user visually observed with saline bag refilling with dialysate after pt rinse back. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.